Event description:
Complaint received for one ch2000sc-10 spiros®, closed male luer w/red cap, 10 units. Reported that: during the infusion the spiros was connected to the microclave that was on the extension set and the spiros began to leak. Patient was involved with no adverse consequences reported.

Manufacturer narrative:
Lot review: a two year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results, including no defect found; usage; cannot determine and mfg./ design. Visual analysis: received: one used ch2000sc-10 spiros®, closed male luer w/red cap, 10 units, lot# unknown one used carefusion pump set. The spiros was connected to the distal end of the pump set. The tubing was flushed and no leaks were observed. Functional testing: the spin collar of the carefusion male spin luer was not secured when received. The spin feature of the ch2000sc-10 spiros was activated and spinning freely. The used ch2000sc-10 spiros was pressure leak tested and no leakage was observed in the activated or unactivated positions. Final analysis summary: the complaint of ch2000sc-10 spiros leakage was unable to be confirmed or replicated. The ch2000sc-10 spiros stayed firmly secured to the carefusion male spin luer. No microclave was returned to evaluate with the ch2000sc-10 spiros. The returned ch2000sc-10 spiros met pressure leak expectations outlined in the product performance specification. ICU medical will continue to monitor and trend.

Event description:
Complaint received for one ch2000sc-10 spiros®, closed male luer w/red cap, 10 units. Reported that: during the infusion the spiros was connected to the microclave that was on the extension set and the spiros began to leak. Patient was involved with no adverse consequences reported.